Event description:
Covidien packaging for shiley oral/nasal tracheal tube cuffed reinforced murphy eye ref 86553 does not indicate MRI unsafe, although according to the ifus the product is not MRI safe.